Manufacturer narrative:
Event reported in lieu of analysis results. Analysis of the axium prime coil (lot no. B110198) found that the pusher was found bent at ~135.5 cm, 171.0 cm, and 172.0 cm from the proximal end. The axium prime implant coil was found not attached to the pusher. The axium prime implant coil broke off from the pusher from the coil shell weld. In addition, the axium prime implant coil polypropylene filament broke off from the detach element. The axium prime implant coil was found damaged and stretched on its proximal end and had lost its original shape. The axium prime implant coil tip od (outer diameter) was measured to be 0.0109¿ which is within specifications (specification: 0.0112¿ +0.0010¿ / -0.0020¿). Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ could not be confirmed. The introducer sheath was not returned; therefore, analysis could not be performed and conformance to specification could not be assessed. There were no reported issue preparing the axium prime coil prior to use (which includes coil hydration). Therefore, it is likely that the implant coil became damaged during preparation or due to an improper hubbing technique (over tight ening of the rhv). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil could not be pushed out of the sheath. The physician felt much resistance when attempting to advance the coil. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for aneurysm embolization.